Event description:
It was reported that the device became entrapped on the guidewire. This 2.4mm jetstream xc atherectomy catheter was selected for use during a balloon dilation angioplasty procedure for femoral artery stenosis. During the first pass, the jetstream catheter became stuck at a stenosed segment of the lesion. It was suspected that the catheter became stuck with the guidewire, and the blades could not rotate. During withdrawal of the device, it was found that the guidewire could be separated from the jetstream device, and the blades could rotate normally. For the second time, the jetstream catheter was difficult to cross a stenosed segment; therefore, it was withdrawn to the sheath opening, then blades up was activated. However, the device could not cross the narrow segment; therefore, the device was passed through the lesion twice more in blades down. During subsequent retraction, greater resistance was noted with the catheter, and it could not be withdrawn. It was removed together with the filterwire and guidewire. The procedure was completed with another jetstream device, and the patient condition was stable following the procedure. It was further reported that the guidewire was non-boston scientific, and once outside the patient, the jetstream catheter was able to be removed from the guidewire. The femoral artery was 90% stenosed, mildly tortuous, and moderately calcified.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that the device became entrapped on the guidewire. This 2.4mm jetstream xc atherectomy catheter was selected for use during a balloon dilation angioplasty procedure for femoral artery stenosis. During the first pass, the jetstream catheter became stuck at a stenosed segment of the lesion. It was suspected that the catheter became stuck with the guidewire, and the blades could not rotate. During withdrawal of the device, it was found that the guidewire could be separated from the jetstream device, and the blades could rotate normally. For the second time, the jetstream catheter was difficult to cross a stenosed segment; therefore, it was withdrawn to the sheath opening, then blades up was activated. However, the device could not cross the narrow segment; therefore, the device was passed through the lesion twice more in blades down. During subsequent retraction, greater resistance was noted with the catheter, and it could not be withdrawn. It was removed together with the filterwire and guidewire. The procedure was completed with another jetstream device, and the patient condition was stable following the procedure.